Event description:
It was reported that during the device change-out procedure, the physician was unable to fully insert the lead into the right ventricular "is-1"port of the new device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.